Manufacturer narrative:
Date sent to FDA: 3/21/2017. Additional information was requested and the following was obtained: please provide update to patient current status -no update has been provided from the hospital. What is the reason that the patient is regularly going to the hospital? No information. Please describe what medical and surgical interventions were performed? Medicines including steroid cream were administered to the patient. What other medicines are prescribed? No information. Was the product removed? No information. However, the sales rep advised the dr. To remove the product anyway. Was another method used to close the incision? No information. Any additional information - no additional information has been provided from the hospital.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide update to patient current status what is the reason that the patient is regularly going to the hospital? Please describe what medical and surgical interventions were performed? What other medicines are prescribed? Was the product removed? Was another method used to close the incision? Any additional information. Additional information was requested and the following was obtained: what is the procedure name? ¿ob-gyn procedure. Detail is unknown. How was the device was used (what layer of tissue and how many layers applied)? ¿the device was used on the epiderm. What was the location and incision size of the dermabond application?...no information. What prep was used prior to dermabond application? ¿no information. Was the prep allowed to dry prior to dermabond application?...no information. Please describe how the adhesive was applied on the incision? ¿no information. Was the dermabond liquid adhesive placed to cover the entire length of the incision? ¿no information. Did the dermabond application extend beyond the patient incision? ¿no information. Was incision re-prepped before closure? ¿no information. If so, with what? If so, was the prep allowed to dry? Was the skin prep solution wiped off and let dry before applying adhesive? ¿no information. Was a dressing placed over the incision? ¿no information. If so, what type of cover dressing used? How large of an area does the reaction cover?...no information. Do you have any pictures of the reaction? ¿no, we don¿t. What type of medication was used to treat the reaction?... Steroid cream, etc. What was the dosage?...no information. When (date) was the medication administered? ¿no information. Has there been any additional medical or surgical intervention performed, to treat the reaction, when the patient returns to the hospital?... Medicines including steroid cream were administered to the patient. Was the product removed? ¿no information. Was another method used to close the incision? ¿no information. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? ¿.no information. Is the patient hypersensitive to pressure sensitive adhesives?...no information. Were any patch or sensitivity tests performed? ¿no information. Can you identify the lot number of the product that was used? ¿no, we cannot. What is the physician¿s opinion of the contributing factors to the reaction?...no information. What is the most current patient status? ¿he/she is regularly going to hospital but his current condition is unknown. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions)¿no information. Was dermabond previously used on the patient in a previous surgery? ¿no information . If yes what was the outcome of previous surgery?

Event description:
It was reported that the patient underwent an unknown ob-gynecological procedure on (B)(6) 2017 and the topical skin adhesive was used on the epidermal tissue. On or about (B)(6) 2017, the patient experienced a reddish inflammatory reaction and medications, including steroid cream, were administered to the patient. However, the symptom was not improved. It was also reported that currently, the patient is regularly going to hospital, but the patient's condition is unknown. Additional information has been requested.